Manufacturer narrative:
Hard disk drive failure. The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. This customer reported that the system displayed error messages on the display screen and that centralized patient monitoring was interrupted for several hours. Even though centralized monitoring was lost during the time that the system was down, patient vital signs monitoring continued at bedside with the local bedside patient monitor for any patients connected to the system. There were no patients harmed in any way by the event. Investigation isolated the cause of the problem to a failed computer hard disk drive. The hard disk drive was replaced to restore normal device operation. Data analysis shows that the observed field reliability of the hard disk drive is within expectations for a computer component of this kind and there is no evidence of an adverse trend in reliability. We are reporting this MDR past the 30 day reporting deadline due to an error by the complaint handling unit.

Event description:
Welch allyn's contracted service and repair company reported that a customer in that country, hospital, had experienced recurring lock-ups on their system. Hospital staff power cycled the system to resolve the problem. Although a lock up can cause the acuity central monitoring station to lose centralized monitoring, bedside monitors would continue to monitor patient vital signs throughout the outage. Note from repair co staff reported that there were patient's connected to the system at the time, but did not report any patient ID's. They reported no patient harm of any kinds associated with these lock ups.